Manufacturer narrative:
E3: occupation: lead tech. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the involved tr band deflated over the course of about 8 minutes after the first 3cc of air was removed. Additional information was received 30 oct 2024: the procedure performed was a radial case. The patient's condition and relevant tests are not known. Blood loss was less than 250cc. There was no description of any injury, and there is no direct allegation that the device caused or contributed to any patient injury.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One tr band and inflator were returned for assessment. The sample was subject to visual analysis. No damage or deformities were noted on the band or inflator. There is 11ml of air left in the band. The sample was subject to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. No air bubbles were observed from the inflation balloon or balloon assembly. The sample passed leak testing. The sample was subject to additional leak testing. 15ml of air was injected into the band and placed in a holder for 12-24 hours. After 12 hours the air was removed and 15ml of air was left in the band. The sample passed the additional leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, no damage or foreign matter was found. The complaint cannot be confirmed for air leakage issues because the returned sample passed all leak testing, and no damage or foreign matter was found in the check valve. No failure mode was detected on the returned device. The exact root cause cannot be determined. The device history record was reviewed to ensure each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures and the device was released in a conforming state. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).